Manufacturer narrative:
(B)(4) date sent to the FDA: 04/1/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent closure of the fascia in digestive tract surgery on an unknown date between (B)(6) 2010 and (B)(6) 2011 and suture was used. The patient developed a wound infection. It was unknown how the patient was treated. Additional information has been requested.